Event description:
Both physician assistants have tried repeatedly to obtain marrow cores with crown and cradle biopsy system and have been unsuccessful. The cannula of the needle, on several occasions, failed to obtain a core. When marrow acquisition cradle is inserted into the needle, it (mac) drops the length of the cannula indicating no sample has been lodged inside the needle's tip. Spoke with the physician assistant, who stated in one instance he made a bone marrow attempt, was no successful; made second attempt with different needle and was not successful; opted to use different brand bone marrow biopsy needle, at this point, and obtained a core sample.